Event description:
It was reported that high impedance was observed on the patient's vns. X-rays were performed. A review of device history records revealed that the lead passed quality control inspection prior to distribution. The x-rays were received and reviewed by the manufacturer. The m106 generator was placed normally per labeling. The connector pin of the lead appears to be fully inserted inside the connector block due to the position of the back of the pin. The feedthru wires appear to be intact. Strain relief and tie-downs were present and appear to be placed according to labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and could not be fully assessed. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. Follow up with the company representative revealed that there was no known trauma or patient manipulation that could have contributed to the high impedance. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.